Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving lioresal [500.0 mcg/ml] at a dose of 75.05 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient had wound pain and swelling at the pump pocket after initial placement of the subfascial pump. A hematoma was diagnosed on (B)(6) 2017. The etiology of the event was considered to be possibly related to the device or therapy and implant procedure. In addition, there was yellow and blue discoloring and sagging over the flank that was present in resorption. Since the morning there was progressive swelling at the wound of the pump that was painful to touch. The patient did not have a fever and did not feel ill. The swelling at the wound was hard and painful at palpation. There was "quiet wound healing" and no signs of infection. There was no leakage of moisture and the labs showed a normal number of white blood cells and a limited c-reactive protein (crp) increase. An echocardiogram should a large hematoma. No further increase in swelling during observation at emergency service. On (B)(6) 2017, surgical evacuation of the hematoma and exploration of the wound lodge was carried out. The event required in-patient hospitalization and resulted in surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was noted as resolved without sequelae on (B)(6) 2018 (presumed to mean (B)(6) 2017). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was corrected the outcome was resolved without sequelae on (B)(6) 2017 (not (B)(6) 2018).